Event description:
Alleged a nurse saw smoke coming from the bed.

Manufacturer narrative:
The hill-rom service tech inspected the bed and found the accessory outlet transformer was charred and not disconnected from the power source. The hill-rom service tech performed mod 360 to repair the bed. Mod 360 is a field corrective action which disconnects the power to the low voltage accessory outlet transformer, eliminating a potential overheating hazard. A customer notification letter was sent to inform consignees of this issue, and ask that they either correct the issue utilizing their personnel, or contact hill-rom to perform the correction. In 2007, the hill-rom service tech attempted to perform the correction at the facility, but was denied access to the occupied beds. The clinical coordinator at the facility stated she would contact hill-rom when the bed became available.